Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial complaint reported. During evaluation at the third-party service center, the device was visually inspected and visible foam particles were identified within the blower kit, along with blower foam degradation. In addition, fluids fail contamination and a destroyed/cut power connector were observed; however, these conditions were determined to be unrelated to the reportable malfunction. Following completion of the evaluation, the device was scrapped by the service center. Based on the observed foam degradation and presence of foam particles within the blower assembly, this event is reportable under FDA 21 cfr part 803 as a device malfunction with the potential to cause or contribute to a serious injury if the malfunction were to recur.